Event description:
Customer reports that the strip vial has the expiration date of 8/31/06 printed on the label. The manufacturer has the expiration date for this lot as 8/31/03. No adverse event reported. Requested return of suspect vial and replacement was sent.